Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description - the piece that stops blood clots is loose, inside plastic piece of tubing.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph was provided for elevation. A visual evaluation was performed on the photograph, and it was noted that the filter found in the venous set was loose in the filter housing. Based on the evaluation results, the reported defect of the detached filter was confirmed. The supplier stated the cause occurred during the assembly process. A quality alert was generated to address the issue. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.